Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The extension would not stay in the torque driver upon inspection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed the extension has disassembled. The sealing bolt that secures extension to the assembly is missing. The missing sealing bolt would contribute to the disassembly. The root cause of the disassembly is unknown. It is unknown if the user attempted to disassembly the device. A search of the complaint database against product code (B)(4) did not find any additional reports of instrument undesired disassembly. Based on the complaint database search findings the event is being determined and isolated incident no corrective action is being pursued at this time. Monitor future complaints for instrument undesired disassembly. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.